Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by health authority that the patient underwent a synovectomy procedure on (B)(6) 2019 and suture was used. The suture broke during knotting. Another device was used to complete the procedure. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: actual complaint sample can't be returned. Batch records have been reviewed and no issue found. Manufacturer retained sample have been evaluated by appearance and knot pull tensile strength and no issue found. The root cause of complaint can't be determined.